Manufacturer narrative:
The device was not retained for investigation. The design history file was reviewed and met all requirements in the manufacturing process prior to release with no related defects. All available information supports that the product was functioning as designed and there was no malfunction. The instructions for use includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. (B)(4) considers this report closed. No additional information will be provided.

Event description:
A report was received of a (B)(6) female who experienced nausea, vomiting and tachycardia approximately 2 hours after treatment commenced. The treatment was terminated without medical intervention and was completed using a different dialyzer.